Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, hematuria, incomplete bladder emptying, intermittent stream, postvoid dribbling, urinary frequency, urgency, nocturia, burning with urination, urinary tract infection and voiding dysfunction. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and tvt-o was implanted. It was reported that the patient concurrently underwent vaginal hysterectomy, anterior repair, intraperitoneal colpopexy and cystoscopy.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted concurrently with vaginal hysterectomy, anterior repair, and intraperitoneal colpopexy, cystoscopy, due to cystocele, uterine prolapse, and stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.